Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of stent shaft break. Block h10: the returned percuflex plus ureteral stent was analyzed, and a visual evaluation noted that the stent looks in good conditions, no defects were noted, and no detached sections were noted.the stent was returned with the pusher. No other issues with the device noted. The reported event was not confirmed.the device was visually, physically and functionally performed and showed no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the most probable root cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a percuflex plus stent was used during an holmium laser lithotripsy via ureteroscope in the pyelolithiasis performed on (B)(6) 2020. According to the complainant, when unpacking the package, it was noticed that the stent was broken into two pieces along the shaft. Another percuflex plus stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus stent was used during an holmium laser lithotripsy via ureteroscope in the pyelolithiasis performed on (B)(6) 2020. According to the complainant, when unpacking the package, it was noticed that the stent was broken into two pieces along the shaft. Another percuflex plus stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.